Manufacturer narrative:
Device description reported as unknown stryker implant. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Currently implanted.

Event description:
Patient called and stated that he had a stryker implant that was recalled and is experiencing pain. Patient asked about compensation. He did not provide further information and stated that he will call back on monday after he sees his doctor.